Event description:
It was reported that during a labral repair procedure using a speedfix suture implant, after inserting implant into the bone it would not detach from the shaft. The surgeon decided to drill a new bone hole, and the procedure was completed using a new implant. There were no significant delays or pt complications reported as a result of this event.